Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with anterior/posterior repair and a cystoscopy. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems and bleeding. The patient underwent revision on (B)(6) 2011 due to pelvic pain, bleeding and mesh exposure. (B)(4) ¿ urinary problems.

Manufacturer narrative:
It was reported that the patient underwent mesh removal in (B)(6) 2011 by (B)(6) at (B)(6) medical center due to mesh exposure.

Event description:
It was reported that the patient underwent mesh removal in (B)(6) 2011 by (B)(6) at (B)(6)medical center due to mesh exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6), 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported the patient underwent mesh implantation to treat stress urinary incontinence, cystocele and rectocele. The patient underwent revision of mesh on (B)(6) 2011 due to pain, bleeding and mesh exposure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05097. The same patient is represented in each medwatch.